Event description:
It was reported that a user experienced a low blood glucose of 53 mg/dl, and the agent instructed the user to consume approximately 15 grams of rapid-acting carbohydrates and recheck after 15 minutes. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of the event details and user troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.